Event description:
It was reported that the pump was alarming high pressure and the screen read "stopped." The distributor instructed the patient to make sure all the clamps were open and sliding freely up and down on the tubing, but the patient did not know what a clamp was. While they were checking the clamps, the patient noticed the tubing was disconnected. The settings were obtained, and pump had been powered down. There was a injector and closed system drug transfer device connector attached to the administration set. The connector popped off the injector, and the site attached a different connector to the device and had not heard any issues. The event occurred while in use with a patient, and there was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.